Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex round moderate profile 325cc, catalog number 3542650, serial number (B)(4), lot number 6915656. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile 325cc breast implants and experienced deflation on the left breast implant. The deflation was observed via visual exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/18, it was reported to mentor that the patient had undergone explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2018, it was reported to mentor that the patient had no history of trauma. The patient has a history of breast hypoplasia. The replacement devices were mentor ultra high smooth 455cc. There were no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2018, the supplemental report has been submitted. The actual due date for the supplemental report was submitted incorrectly. The actual due date for the report was 12/27/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/01/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).